Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter was reading inaccurately high compared to a laboratory result. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to recall when the alleged meter issue first began. He obtained an alleged result of 125mg/dl using the subject device which he compared to a laboratory result of 96mg/dl performed between 10 and 30 minutes apart. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for accuracy. The patient stated that he manages his diabetes with a combination of medications including ¿novolog 70/30 before his meals (lunch and dinner), glimepiride in the morning and metformin at night¿ and reported that he increased his dose of novolog 70/30 by an unspecified amount in response to the alleged product issue. He reported that on an unspecified date and time after the alleged product issue began, he symptoms of ¿shaking and sweating¿. The patient denied receiving any treatment for the symptoms. At the time of troubleshooting, the csr determined that the meter was set with the correct unit of measure, an approved sample site was being used. The patient confirmed that there was no intervention with food or medication between obtaining each result. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.